Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some issues with high blood glucose in the last couple of days. Customer's blood glucose was 215 mg/dl at the time of the incident. Customer's current blood glucose is 131 mg/dl. Customer reported that she has contacted her health care professional regarding the unexplained high blood glucose. Customer went to the emergency room due to hyperglycemia. Customer was treated and then released. Customer was wearing the pump at the time of the emergency room visit. The recent unexplained high blood glucose event began on (B)(6) 2016. Customer declined to check for possible site or insulin issues. Customer was advised to do a complete set change. Customer declined to be shipped a tubing clamp and said she could get a hemostat.